Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was walking home they got stuck in a downpour of rain. The patient's primary equipment was covered with a poncho however, their backup equipment was in their backpack and got wet. When the patient got home they dried their controller and backup batteries. The batteries dried and charged without any issues. However, their controller had two random hazard tones and unidentified lights which spontaneously resolved. However, upon inspection in the clinic the controller alarmed while connected to a battery with multiple lights illuminated, including pump running symbol despite not being connected to a driveline. The patient was given a new backup controller and exchanged controller will be returned for evaluation. The patient's primary controller acted normal without issues and no harm to the patient occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via analysis of the returned system controller. During testing of the returned system controller, controller fault, communication fault, and driveline communication fault alarms activated. Additionally, the controller¿s screen was white and information could not be displayed on the screen. The system controller was disassembled to inspect the internal components, revealing residue consistent with corrosion and dried fluid ingress on both the main printed circuit board (pcb) and secondary pcb. Multiple components were observed to be damaged on both the main pcb and secondary pcb. Damage to these components would result in the observed atypical alarms, damage to the controller's screen, and the pump running leds illuminating when the driveline is not connected. No further testing was performed due to the extensive damage to the main pcb and secondary pcb. The exact time span of the downloaded log file cannot be determined as the system controller clock was reset to the default timestamp of 01jan2000 throughout the log file. Controller fault, communication fault, backup battery fault, and clock not set alarms were active throughout the log file. These atypical alarms are consistent with the damage to the main pcb and secondary pcb in the returned controller. The root cause of the fluid ingress was due to the backup controller becoming wet during heavy rainfall. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14dec2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault, communication fault, driveline communication fault, and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.